Event description:
It was reported that patient device showed high impedance during a system diagnostic. Full revision was performed. Per hospital policy the explanting facility does not return explanted devices. No additional relevant information has been received to date.